Event description:
It was reported when using the bd pyxis¿ medbank tower, screen was frozen. The customer reported that the due to the malfunction user was unable to issue medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen had frozen. A technical support specialist restarted the application, after which the user was able to issue medication. The system functioned as intended after technical support specialist troubleshot the device.